Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial report and the results of the legal manufacturer's final investigation. Corrected fields: a2, a4, a5, b6, b7, d10 (this field should have been initially filled as "none selected"), e4 (this field should have been initially filled as "unknown"). The device was not returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an event with a blurred image. The issue was found during routine inspection. There was no report of patient harm.